Event description:
Immediately after weighing infant, he was placed just off-center on the mattress. The infant startled and he then rolled towards the opposite door panel and the door gave way and he fell out of the warmer onto the floor.